Manufacturer narrative:
Product ID 3550-29, lot# n383436, implanted: 2014 (B)(6) product type accessory product ID 9 7740, serial# (B)(4); product type programmer, patient product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that starting the day prior to the report, suddenly, the patient¿s symptoms were not helped, and she was in an awful lot of pain. The pain was really bad and the patient had been crying in terrible pain all night. The patient¿s settings were 3.90. The patient¿s daughter used the patient programmer (pp) to try and sync to the device and she reported seeing the lightning bolt but the battery icon in the upper right corner was low which indicated the pp batteries were low. It was noted the patient¿s daughter didn¿t see the icon for the implantable neurostimulator (ins) showing the battery level. They tried to sync again, several times and each time got the poor communication screen. A loss of therapeutic effect was reported. A problem with the pp was reported. The patient¿s daughter was unable to make adjustments with or without the antenna attached. New batteries were put in the pp and the patient was at 3.90 volts and was still not feeling any stimulation. The lightning bolt was not seen. The ins was on but the patient couldn¿t feel anything. It was noted the stimulator seemed like it was bulging out. Information received from the healthcare provider (hcp) reported that it was unknown if there was a 50% or greater symptom reduction. No reprogramming was needed. No troubleshooting or interventions were taken to mitigate or resolve the event. The patient and family were instructed to turn up the amplitude and the patient was then able to feel stimulation. The patient recovered without permanent impairment.